Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via an ipsilateral approach. The calcified and moderately tortuous lesion was located in the left superficial femoral artery (sfa). The 1.5mm x 20mm sterling balloon catheter was advanced to the lesion over a non bsc guide wire. During the first inflation, the balloon ruptured at 10 atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)